Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from the lot. All the available information was investigated and the cause for reported inability to remove gripper line could not be determined. The reported foreign body in patient was due to procedural circumstances. The reported patient effect of failure to retrieve mitraclip xtr system components (foreign body in patient), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the inability to remove the gripper line and foreign body in patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. An xtr clip delivery system (cds) (91113u102) was advanced and grasping was successfully performed, reducing mr. During deployment of the clip, the gripper line was pulled, but after retracting roughly 1.3m, the gripper line became stuck. In an attempt to remove the gripper line, the physician decided to remove the cds. However, after removal of the cds, the gripper line was still unable to be removed. Therefore, the physician decided to remove the steerable guide catheter (sgc) (91022u160) and insert a multipurpose catheter to try and remove the gripper line. It was noted that upon removal of the sgc, a slight slit was visible on the soft tip. When attempting to remove the gripper line, addition force was applied, which caused mr to increase. The gripper line was unable to removed, so to reduce mr, an additional clip was implanted while using a separate sgc. The gripper line was left in the patient and a closure the device was used to close the atrial septal defect. There was no clinically significant delay in the procedure. No additional information was provided.